Event description:
It was reported that the customer was in the emergency room due to low blood glucose of 83mg/dl. The customer experienced nausea, vomiting, irritability, abdominal pain, feet tingling, and headache. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the mother to run a manual prime test and the insulin did exit. The time and date were incorrect. Assisted the customer with correcting. However, the basal rates and bolus wizard settings were correct. Advised the mother to call back when the tubing clamp arrives to continue testing. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.